Manufacturer narrative:
D4: full UDI not provided as serial number not reported.

Event description:
User facility reported that blade broke inside the handpiece during a procedure. No surgical delay and no medical intervention or adverse consequences were reported.

Event description:
No new information.

Manufacturer narrative:
D4: device catalog number updated to unknown.